Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per the field service representative (fsr) he checked the flat-panel pc cable connection and fuse. The connections were reseated and the central control monitor (ccm) powered successfully. Fsr completed inspection and release testing successfully. The unit operated to the manufacturer's specifications. The root cause was determined to be a loose connection. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was able to repair the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display would not power on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.